Manufacturer narrative:
No investigation report is required as the customer disposed of home test and is unable to provide the lot number of the reported complaint.

Event description:
False positive result(s). User stated that they received 3 positive results with ff and several negative results using pcr. Dates of testing are: (B)(6) - positive flow flex (very faint). (B)(6) - negative urgent care rapid test. (B)(6) - negative pcr. (B)(6) - positive flowflex. (B)(6) - negative pcr. (B)(6) - positive flow flex. (B)(6) - negative pcr. (B)(6) - negative pcr. (B)(6) -negative pcr.